Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6: health effect - clinical code- 1726 - asthma.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. It was indicated that the patient rubbed/bumped/laid on the transmitter, which is misuse of the device. According to the patient, on (B)(6) 2025, the cgm device alerted for a low reading, and the patient self-treated with eating something. After this the cgm reading did not change, and as the patient experienced feeling unwell, they went to the hospital. When a fingerstick was taken the cgm reading was low, and the blood glucose reading was 400 mg/dl. The patient was given azithromycin 250 mg for 5 days, prednisone and codeine. She was also given her blood pressure medication. The patient stated that the nurse/doctor did not check the blood glucose reading again as they were more concerned with her asthma. The patient was discharged after 6 hours. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid was taken at the hospital. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.